Event description:
Per parent, child damaged and opened the lock then escaped through the safety sheets. Per parent, she's continued to use the bed and used a scrunchie or rubber band in place of the lock, but her child is still escaping on occasion. Parent stated her daughter has not been injured. The sensory medical representative advised the customer to no longer use the bed until new locks have been received. There was no report of injury as a result of the event.

Manufacturer narrative:
The cubby beds representative is sending a replacement hardware kit, which includes locks, and recommended the user to request a new canopy through insurance. While the order number was received, the hardware kit where the lock was packaged has a lot number that could not be confirmed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.